Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative reported that the accuracy was tested on a resin head and no inaccuracies were found. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Representative suggested site to gather more posterior points. No parts were replaced. No parts have been received by the manufacturer for evaluation. Registration pictures were examined and trace pattern shows could have encompassed more of the forehead and posterior to the skull.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy of 4 millimeters was observed. When navigating further into sinus cavity and brain, the accuracy was decreased in the anatomy of the patient. It was reported that there were intermittent tracking issues. Site was changing from ear, nose & throat (ent) to cranial procedure due to this. The tracer registration was performed with axiem and anatomical accuracies were on point. When the accuracy was checked while entering the sphenoind procedure, an inaccuracy of about 4 millimeters was observed. The instrument was touching the bone structure however, the navigation system displayed away from that location. A re-registration was suggested by medtronic representative however, the surgeon decided to proceed wit the case by taking the inaccuracy into account. The procedure was completed wit the use navigation. There was a delay of 5 minutes or less. No known impact on patient present.